Manufacturer narrative:
A bec field service engineer (fse) was dispatched and indicated that the instrument was experiencing an 'incomplete tube retract error' as well as the fluid leak. The leak occurred when the instrument was going into shutdown mode and clenz was running through the system. Tubing running through pinch valve 42 was found to be leaking. The tube forward sensors were cleaned and adjusted by the fse. The fse also checked the electrical connectors and cylinder tube ram. The leak issue was resolved and instrument is running as per published performance specifications. The root cause of the leak was the tubing at pinch valve 42 on the main diluter module. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a clenz leak (about 5-10 cubic centimeters of fluid) on the coulter lh 500 instrument. The customer was not present at the time of the discovery but stated it was likely that the technician was wearing personal protective equipment (ppe). Neither the customer nor the technician came in contact with the fluid. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed, sprayed, or injured. There was no impact to sample results by this event. The leak occurred during shut down of the instrument and when a ''forward retract error'' occurs, the analyzer stops running and will not process. The input tubing line was carrying clenz at the time of the malfunction. There was no death, injury or change to patient treatment attributed or associated to this complaint.